Event description:
It was reported that the patient had been experiencing shocking pain consistently for the first few weeks after implant then it eased off and now was strong again. The shocking pain was always there but the intensity and consistency eased off. It was noted that the patient was on their third setting and had been experiencing pretty bad for the last 2 days ago and come and go for a few days. It seized up and shocked the patient and they had a few episodes during the day. It was reported that the patient experienced it all day long and through the night. The patient was battling during the night and they wanted to know if this was normal and if the patient should just work through it or if they needed to be concerned. It was noted that they were not getting any answers from the health care provider (hcp) and were not sure if the implantable neurostimulator (ins) should be removed or stay implanted. The patient had shocking under the breast bone on the left side below the rib cage and sometimes the shocking was all over. It was reported that the shocking pain was on the upper abdominal region and off to the left where the leads were located by the rib cage. The ins was on the right side. It was noted that the shocking had got the patient down and the patient had not had any falls or trauma. The patient had an x-ray taken last monday and everything looked okay. It was reported that the hcp didn¿t think the shocking was coming from the device and the hcp did not have much experience with the implant. This was the same pain the patient was having since they had the device implanted and this was the second implant the hcp had done. It was noted that the patient was pretty miserable because they weren¿t sleeping. The hcp had done diagnostic testing and impedance setting great. It was reported that they could see on the x-ray that the patient stomach was not emptying and¿ descented¿ and they wanted to know if that could cause shocking. The caller was frustrated because the hcp didn¿t know and couldn¿t take it anymore. It was noted that the impedance was at 500 ohms which was normal. They wanted to know if the device could do the opposite, which was unlikely. It was reported that they were trying to find any alternative to why the patient was more miserable.

Manufacturer narrative:
Concomitant medical products: product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).